Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 1.2.4 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2024. The patient's blood glucose levels declined to 27 mg/dl while wearing the pod. Patient had a seizure and was transported to the hospital by ambulance. The patient was treated with IV fluids, dextrose and had blood work, vitals, imaging, EKG, CT head and chest scans done. The patient was released the following day on (B)(6) 2024.